Event description:
It was reported that the ilet displayed ¿enter bg or dosing will stop¿ after the user changed a dexcom g6 transmitter, and pairing subsequently failed with the ilet searching for the transmitter until the transmitter code was updated. Symptoms included hyperglycemia with a reported maximum blood glucose of 261 mg/dl lasting about two hours. Outcomes included no back-up therapy use, no ketone testing, and no medical intervention. Investigation included customer interview, troubleshooting, and user education. Investigation of this case revealed that the elevated glucose occurred because the dexcom g6 transmitter code had not been updated in the ilet and pairing was not yet established. It was concluded that the event was user-related with device performance restored after correct transmitter code entry and pairing. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.